Manufacturer narrative:
The reference percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2017-00397. (B)(4). Approximate age of device - 1 year, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic for routine follow up and several power spikes were noted and urine is clear. Inr has been stable since last visit about 3 months prior. Other labs were scheduled and results were not reported. The patient does have a chronic percutaneous lead (driveline infection). A log file was reviewed by the technical service representative and some periods with power and flow elevated were noted. At the end of the file the power and flow appeared to have returned to the baseline range. (B)(6) 2018, a second log file was provided due to some power elevations that were noted in the lvad history. Intermittent power and flow elevations returning on (B)(6) 2018 were noted. The power was measuring 8.5 -10.5 watts and the estimated flow was reading 10.1 ¿ 12 lpm. The remainder of the log file showed power and flow returning near the baseline. Lactate dehydrogenase (ldh) is holding in the 600 u/l range. The patient underwent a ramp study, and lvad parameters demonstrated the pump was working correctly. By(B)(6) 2018, the ldh was at baseline with only one power event that showed over 10 watts. On (B)(6) 2018, with medical treatment, (actual treatment not provided), it was reported that the patient was at home and feeling fine, with no power spikes, no urine changes, ldh increased up to the 700 u/l range. No additional information was provided.